Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient was admitted to hospital with reported red infusion site of the pod. Patient reported skin redness, pustules, itchy and weepy skin eruption. An unknown patch was added to pod, she loosed the pod. On or around (B)(6) 2016 the patient went into a coma and was admitted to intensive care. The patient has recovered and is home.